Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient of (B)(6) in height, had an intra-aortic balloon fiber optic sensor (iab-fos) inserted via the right femoral artery. The pump alarmed helium loss alarms and noted was blood in the gas line. Therefore, the catheter was taken out and replaced successfully by another catheter. There was no report of death but there was a delay of therapy. The patient also had complications of left arm paresis. Additional information obtained on (B)(6) 2017: the paresis of his left arm remained present for several hours and seems to be recovered today. However further follow-up is necessary. Further information obtained: "the patient is doing well". Additional information obtained on (B)(6) 2017: the original site was the right femoral artery and the second iab was placed in the left femoral artery. The patient has almost 100% recovered with some problems with the movement of his thumb.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Although, the root cause of the broken fiber could not be determined a puncture consistent with contact from the broken fiber was found near the distal tip of the catheter which allowed blood to enter the helium pathway. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This issue will be monitored for developing trends. Other remarks: related complaint see MDR #1219856-2017-00169 and (B)(4). (B)(4).

Event description:
It was reported that a patient of 186cm in height, had an intra-aortic balloon fiber optic sensor (iab-fos) inserted via the right femoral artery. The pump alarmed helium loss alarms and noted was blood in the gas line. Therefore, the catheter was taken out and replaced successfully by another catheter. There was no report of death but there was a delay of therapy. The patient also had complications of left arm paresis. Additional information obtained on 7/14/2017: the paresis of his left arm remained present for several hours and seems to be recovered today. However further follow-up is necessary. Further information obtained: "the patient is doing well". Additional information obtained on 7/18/2017: the original site was the right femoral artery and the second iab was placed in the left femoral artery. The patient has almost 100% recovered with some problems with the movement of his thumb.